Event description:
It was reported that the patient went to the hospital because this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, during which a crack in the connecting tube of the left cylinder was identified. The pump was removed and replaced. There were no patient complications reported.

Event description:
It was reported that the patient went to the hospital because this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, during which a crack in the connecting tube of the left cylinder was identified. The pump was removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned component underwent a thorough analysis. The pump was visually inspected, leak and functionally tested. Upon visual examination, it was noted that the pump tubing was cut down to the pump block; therefore, it was not returned for analysis. No leaks were identified in the pump; however, the component did not pass activation test during functional inspection. Based on the information available and analysis results, the pump not passing the functional test could have caused or contributed to the reported clinical observation of the device not working properly.